Event description:
It was reported that a patient reached the maximum distraction length with their dual magec rods. Upon removal of the rods, tissue pigmentation was observed. The surgeon treated and removed the tissue pigmentation prior to revising the patient with new dual magec rods in order for the patient to continue treatment.